Event description:
Customer hospitalized with dka. It was stated that the bgs were high before and after the set change. Customer was on insulin drip during the night, but in the morning bgs were stabilized. The medical staff decided to put pt back on pump and since then the bgs rose again. Troubleshooting was performed. The lead screw made a complete rotation, and the insulin did not exit. Customer did not have enough supplies to perform further testing.